Event description:
It was reported that the customer was in a vehicular accident due to hypoglycemia. The customer stated that his blood glucose was low because he was in the park playing with his son and did not check his blood glucose prior to getting into the car. The customer states that his blood glucose always goes low when he plays at the park. Nothing further was reported.

Manufacturer narrative:
The insulin pump was returned with cracked battery tube threads.